Event description:
Patient received burn during electrotherapy treatment. The burn location was reported to be adjacent to the electrode lead wire connection.

Manufacturer narrative:
Awaiting return and evaluation of device.